Manufacturer narrative:
Due to character restrction in block e1. E1 initial reporter name is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5 , e1 ( initial reporter , event site email , event site address). A getinge field service engineer (fse) evaluated the unit. The fse reported that they replaced the touchscreen (0160-00-0123). After replacement the touchscreen was fully calibrated and working. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept received part number 0160000123 with a reported unit failure of an unresponsive and sluggish touchscreen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r the part is not responsive to any touch input the brightness is also very low indicating some internal failure possible cause is component reliability retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had unresponsive and sluggish touch screen and code 63 listed various times .there was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had unresponsive and sluggish touch screen, there was no patient involvement.